Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the harmonic ace curved shears insert instrument accessory blade was broken. A piece of the blade was missing. The broken fragment of the blade was not returned with the instrument. The evidence was inconclusive, but the broken damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken blade damage, could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the harmonic ace curved shears insert instrument accessory jaw piece was missing/broke off during a da vinci hysterectomy procedure. The broken piece fell outside of the patient, no fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.